Event description:
Patient reported immediately after injection with three syringes of "juvederm," they started experiencing "swelling at the injection sites," "lumps," and "itching." Additionally, the patient stated they were concomitantly injected with "platelet rich plasma." "Six months" after injection, the patient "noticed a large cyst on the thyroid." One year and 7 months after injection, the patient was diagnosed with "breast cancer." The patient self-treated with "antihistamines." The patient has not been provided treatment by a healthcare professional for their symptoms. The symptoms are ongoing.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of breast cancer, swelling, lumps, itching, and cyst on the thyroid are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.